Manufacturer narrative:
B5 - related MFR numbers submitted in the initial report were incorrect.

Event description:
Related manufacturer reference number: 2017865-2021-24372. Related manufacturer reference number: 2017865-2021-24373.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-23798. Related manufacturer reference number: 2017865-2021-23800. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra), right ventricular (rv), and left ventricular (lv) lead all exhibited high capture thresholds. X-ray imaging performed on (B)(6) 2021 revealed and confirmed that the ra and rv leads had dislodged. On (B)(6) 2021, the lv lead was repositioned, and the ra and rv leads were explanted and replaced. The patient was stable and no adverse consequences were reported.